Manufacturer narrative:
Combination product: yes

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the severely tortuous medial part of the rca. After contrast medium injection, severe tortuosity of the blood vessels in front of the lesion was confirmed. Although the tortuosity of the blood vessel was slightly loosened by wire insertion, the orsiro mission was unable to pass through the meandering portion, so the procedure was completed without placing a stent.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians description, the root cause for the complaint event is most likely related to the patients anatomy (i.e. Severely tortuous target vessel). Besides, it should be noted that the corresponding IFU advises the user to perform pre-dilation prior to stent positioning.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Considering the physicians description, the root cause for the complaint event is most likely related to the patients anatomy (i.e. Severely tortuous target vessel). Besides, it should be noted that the corresponding IFU advises the user to perform pre-dilation prior to stent positioning.